Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the power management board was observed. The device's power management board was replaced to address the issue. The device failed steps during testing. The device's active exhalation control module was replaced to address the issues.

Manufacturer narrative:
It was previously reported that an issue with the device's power management board was observed and the power management board was replaced to address the issue. Additional clarification was received. There was no issue or malfunction associated with the power management board and it was not replaced. A failure of the device to charge its internal battery was observed. The device's software was reloaded to address the issue.